Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 804:26 was confirmed and duplicated during product evaluation. The root cause of the reported problem was determined to be software failure. The device did not require any hardware replacement component. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. This issue has been escalated to CAPA.

Event description:
The facility reported a colleague infusion pump with failure code 804:26. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.